Event description:
It was reported that this right atrial (ra) lead exhibited lead disconnection. The disconnection of the ra lead was observed during the pacemaker replacement and lead conductor became exposed. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.